Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, it was discovered that the inserter for titanium elastic nail was broke. Patient involvement is unknown. This complaint involve one (1) device. This report is 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: investigation flow: damage-visual appearance not as expected. Visual inspection: the complaint device was observed slightly worn and deformed at the proximal shaft portion at its interface region with the handle rails. Handle rails were not returned. No further visual defects were noted. With no handle portions returned, it is unknown if the handle rails were broken. However, with the deformation noted, the overall received condition of the device agrees with the complaint description and therefore the overall complaint is confirmed. Drawing review: based on the device geometry, drawings were reviewed. Relevant actions have been taken to address this issue. Document/ dimensional specification review: the device history record shows this lot of 23 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Dimensional analysis was not able to be performed at the relevant post manufacture deformed portions of the shaft , as relevant portions were inaccessible for measurement. Furthermore, dimensional analysis on relevant hand rails is not possible due to post manufacture missing condition. Conclusion: the overall complaint condition is confirmed. During investigation no unidentified design or manufacturing issues were identified. Necessary actions have been already launched and no further corrective and preventive actions were proposed at this time. Device history records: part: 359.219. Lot: 8608192. Manufacturing site: haegendorf. Release to warehouse date: 20-dec-2013. The device history record shows this lot of 23 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.